Event description:
On (B)(6) 2010, pt's father reported the pt woke up with a blood glucose reading over 400 mg/dl and was throwing up, so they took him to the hospital on (B)(6) 2010 where he stayed until (B)(6) 2010. Father stated pt was treated with an insulin drip and IV fluids. Father reported after the pt had been released, 3 days later, he woke up with a blood glucose reading over 400 mg/dl; father treated him with an insulin pen and they switched to the back up infusion device and the pt's blood glucose has been fine since then. Pt's normal blood glucose range is 80-160 mg/dl. Father reported the infusion device did not give any error messages. Father stated he does not think the infusion device is delivering the correct amount of insulin during the basal rate mode. Product was replaced and requested return of the suspect product for eval.